Event description:
During the insertion procedure of the device into the internal jugular vein, the pt developed increasing difficulty breathing. Cxr was done and showed questionable placement. The pt had a cardiac arrest and expired despite efforts.